Event description:
I developed an itchy rash in virginal area from using poise bladder leak ultra thin pads. The adhesive was very strong and the bottom part would stick and would not come off of my panties. This was unusual. I used these pads at different times and each time gave me the same effect. That is why I don't use them anymore.